Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and prolonged periods ('prolonged periods') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), prolonged periods (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods"), dysmenorrhoea ("painful periods"), heavy periods ("excessive or abnormal menstrual bleeding"), back pain ("lower back pain"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), dyspareunia ("painful intercourse"), migraine ("migraines"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal infection ("gynecological/vaginal infection"), vaginal discharge ("abnormal vaginal discharge"), cyst ("cyst") and pelvic pain ("pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation and laparoscopic bilateral salpingectomies with essure coil removal, hysterectomy). Essure was removed on (B)(6) 20119. At the time of the report, the abdominal pain, prolonged periods, menstruation irregular, dysmenorrhoea, heavy periods, back pain, abdominal distension, memory impairment, dyspareunia, migraine, weight fluctuation, fatigue, alopecia, vaginal infection, vaginal discharge, cyst, uterine leiomyoma and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, cyst, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menstruation irregular, migraine, pelvic pain, prolonged periods, uterine leiomyoma, vaginal discharge, vaginal infection, weight fluctuation and heavy periods to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is marked for deletion due to duplicate case is identified with fu information. All relevant information from this case transferred to duplicate retention case 2020-201023. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and prolonged periods ('prolonged periods') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), prolonged periods (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods"), dysmenorrhoea ("painful periods"), heavy periods ("excessive or abnormal menstrual bleeding"), back pain ("lower back pain"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), dyspareunia ("painful intercourse"), migraine ("migraines"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal infection ("gynecological/vaginal infection"), vaginal discharge ("abnormal vaginal discharge"), cyst ("cyst") and pelvic pain ("pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation and laparoscopic bilateral salpingectomies with essure coil removal, hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, prolonged periods, menstruation irregular, dysmenorrhoea, heavy periods, back pain, abdominal distension, memory impairment, dyspareunia, migraine, weight fluctuation, fatigue, alopecia, vaginal infection, vaginal discharge, cyst, uterine leiomyoma and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, cyst, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menstruation irregular, migraine, pelvic pain, prolonged periods, uterine leiomyoma, vaginal discharge, vaginal infection, weight fluctuation and heavy periods to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: pif received event " cyst/ fibroids and pelvic pain female" were added. Patients address and dob were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and prolonged periods ('prolonged periods') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), prolonged periods (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods"), dysmenorrhoea ("painful periods"), heavy periods ("excessive or abnormal menstrual bleeding"), back pain ("lower back pain"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), dyspareunia ("painful intercourse"), migraine ("migraines"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal infection ("gynecological/vaginal infection") and vaginal discharge ("abnormal vaginal discharge"). The patient was treated with surgery (ablation and laparoscopic bilateral salpingectomies with essure coil removal, hysteroscopy, endometrial biopsy). Essure was removed. At the time of the report, the abdominal pain, prolonged periods, menstruation irregular, dysmenorrhoea, heavy periods, back pain, abdominal distension, memory impairment, dyspareunia, migraine, weight fluctuation, fatigue, alopecia, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menstruation irregular, migraine, prolonged periods, vaginal discharge, vaginal infection, weight fluctuation and heavy periods to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the case was upgraded from non-serious incident to serious incident. Previously reported unspecified event ¿injury¿ was updated to event "irregular, prolonged, and/or painful periods, excessive or abnormal menstrual bleeding, severe abdominal and/or lower back pain, bloating, forgetfulness, painful intercourse, migraines, weight fluctuations, fatigue, hair loss, and gynecological/vaginal infection or abnormal vaginal discharge.". No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.